Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy peritonitis dialysis (pd) effluent and abdominal pain. The cause and the treatment for the event was not reported. The patient was hospitalized for the event and remained hospitalized at the time of this report. On an unreported date, physioneal and extraneal therapies were discontinued. No further detail was provided regarding patient outcome. No additional information is available.